Event description:
During the procedure the distal end of the wire fractured. The broken piece was successfully removed from the patient with the microcatheter. The procedure was completed with a different guidewire and there was no clinical consequence to the patient.

Event description:
During the procedure the distal end of the wire fractured. The broken piece was successfully removed from the patient with the microcatheter. The procedure was completed with a different guidewire and there was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device noted that the polytetrafluoroethylene (ptfe) coating was slightly peeled off in a region between 40cm to 45cm from the proximal end. The ptfe coating was partially peeled from the stainless steel core wire and brass collett markings were observed on the device. The observed anomalies to the ptfe coating were most likely caused by the torque device being dragged down the device as it was insufficiently tightened on to the guidewire. The directions for use state: "securely fasten the torque device onto the guidewire to prevent slippage of the torque device and to prevent damage (i.e. Core wire abrasion/peeling of ptfe, etc)". Therefore, the cause of the ptfe damage is related to use/user error. The nitinol tubing was separated on the distal section 11.5cm for the distal end. The core wire was also separated and a kink was noted at 10.3cm from the distal end, just distal to the separation site. There was no evidence that the platinum coil had stretched. The fracture/separation of the device appeared to have been caused by over torquing of the device. From the condition of the device it appeared that the device had bent then separated. No other anomalies were noted. The cause of the device separation could not be determined from the investigation and information provided.